Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed when patient lays on her right side. The patient received antitachycardia pacing therapy and an aborted shock because of the noise. All the lead measurements are in range. The physician elected to turn off device therapy and provide the patient a life vest until the lead can be revised. No further information available.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that patient¿s lead twiddler coiled all the way up into the subclavian and oversensing was detected. The lead was capped and replaced on (B)(6) 2017. Patient was reported fine following the procedure.